Manufacturer narrative:
There was a pt on the bed at the time of the initial call. Hill-rom tech support helped troubleshoot via phone. The customer stated that he would call back for more troubleshooting once the pt was moved. Upon hill-rom follow up, the customer stated the unit had been repaired but he could not remember what actually fixed the bed.

Event description:
Info received indicated the head section would not raise.